Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up the customer noted exposed wires on the tenaculum forceps instruments, the instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip open cable was found to be frayed at the grip hub. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. The grip hub also exhibited scratch marks adjacent to the fraying. Evidence not conclusive, but engineering concluded that the fraying and scratch marks were likely caused by mishandling / misuse. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.